Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
Before the ablation, a farawave catheter was selected for use. During preparation, the flush port was found to be damaged and leaking. This was confirmed upon inspection. The device was replaced, and the procedure was completed without further complications. The device has been received at boston scientific post market laboratory where it's waiting for analysis.